Event description:
The pt was admitted to the hospital in 2001 with the diagnosis of ischemic stroke with respiratory insufficiency and quadriparesis. CT scan and MRI revealed a basilar artery occlusion with evidence of high basilar artery flow void, suggestive of embolus in the basilar system. Pt was transferred from an outside hospital thrombolytic treatment. The pt was evaluated by neurology staff and was found to be intubated, sedated and unresponsive with intact gag and cough reflexes, pupils small and reactive with doll's eyes and absent corneal reflexes, flaccid extremities without withdrawal from noxious stimuli. It was determined that the pt was not a canidate for treatment with thrombolytic medications since it appeared that pt had suffered the stroke atleast fourteen hours prior to admission. The pt met criteria to participate in an irb-approved research study involving the use of the endovascular photo acoustic recanalization (epar) system to open the occlusion in the basilar artery and increase blood flow to the brain. The pt was taken to the interventional radiology depat at approx 12:00 am the following day. The interventional neuroradiologist (attending physician) accessed the pt's left vertebral artery with a guiding catheter, through which angioplasty was performed. The guiding wire was placed in the mid to high vertebral artery, and the 1.5mm diameter epar catheter was introduced into the basilar circulation. The microcatheter was advanced into the mid-basilar artery, immediately proximal to the clot occlusion, the microwire was removed and angiography confirmed the basilar occlusion. Epar canalization of the clot was then attempted with a slow catheter pullback, one centimeter per minute, as per protocol. Epar protocol outlines that the guidewire must be removed from the microcatheter, and that indigo carmine be infused into the microcatheter at a rate of one cc/minutes in order to optimize the absorption coefficient of the epar unit. The indigo carmine pump infusion could not be initiated due to a syringe pump failure, with repeated "occlusion" signals, and therefore manual injection using a 3cc syringe at the rate of one cc/minute was performed during epar activation. The epar device was retracted for the 15 millimeter clot length over approx two minutes. The epar device was then discontinued when a message prompt from the epar control unit suggested that optical fiber #3 had impaired transmissibility. The catheter was removed from the pt. On inspection of the catheter, a spherical five millimeter in diameter "ballooned-out" portion was identified, triple the normal diameter, nearly three centimeters proximal to the catheter tip. A standard microcatheter was then inserted into the basilar artery in order to perform angiogram which revealed an extravasation of contrast material and identified a mid basilar artery perforation. Angioplasty of the carotid circulation demonstrated absent intracranial filling. The pt's neurological condition deteriorated, with fixed and dilated pupils. Pt was transferred to the ICU for further treatment. The pt's neurological function rapidly progressed to absent brain stem reflexes. After consultation with the family, life support was withdrawn and the pt expired.